Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient who self-initiated ilet use experienced intermittent dexcom g7 connectivity issues and separately reported an occlusion event that led to removal of the ilet, with training to be scheduled by clinical staff. Symptoms included no reported adverse glycemic effects and no clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included remote review of device data and user report, along with troubleshooting and education regarding cgm connectivity and differentiation between a sensor communication issue and an ilet issue. Investigation of this case revealed intermittent cgm signal loss with the responsible device not identified, and a reported pump occlusion event for which the patient discontinued use pending training. It was concluded, based on previously established findings for similar reports, that user training and use conditions were contributing factors to the reported issues.